Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or frozen screen noted. All operating currents are within specification. No unexpected failed battery test alarms noted. Device functioned properly. Device received with scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the numbers kept ramping up and it went to zero then stopped. Device alarmed a failed battery test alarm. Customer's blood glucose was 411 mg/dl. Device had a keypad anomaly. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.